Manufacturer narrative:
Additional information was received that this rv lead was later explanted due to high threshold measurements. A new lead was successfully implanted and no additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that patient exhibited loss of capture (loc) of an unknown duration that was being recorded in the device as a ventricular tachycardia episode. The device outputs were increased and to date, no adverse patient effects were reported.